Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported their tubing was leaking at the luer lock connection site to the catheter connector. The patient removed the tape around the connection area and found they were not connected. Patient planned to return to the hospital. Device operator was a patient. Medkcation being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.